Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was in back-up operation. Further investigation revealed that the device had gone into back-up during magnetic resonance imaging (MRI), as the device was not programmed into MRI-safe mode prior to procedure. It was unknown whether defibrillation therapy was inappropriately programmed off due to backup. The device was successfully restored to nominal settings. There were no patient consequences.